Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient's g5 transmitter would not pair with their smart device. Patient removed the g5 application from the smart device and reinstalled it. The transmitter ID was re-entered and still did not pair with the application. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction the customer complaint was not confirmed. A root cause could not be determined.